Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked after firing. They had to pull the handles apart to get it open. The clips were scissored. No tissue damage reported. A new device was used to complete the procedure. There was no patient impact reported. The device was discarded.